Manufacturer narrative:
(B)(4). The complaint mask has been received at fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. The returned mask was missing the bias filter. Results: no damage was found to any part of the returned mask. Further information was obtained from the patient via their healthcare provider. The patient believes that the injury was due to an excessive leak from the mask during use. The patient has been recommended to another specialist for surgery. The patient has received CPAP therapy for at least three years. Conclusion: we could find no fault with the zest q mask and therefore could not determine the cause of the injury reported by the customer. The clinician has stated that the mask was correctly fitted in the office and that there was no leak. This is the only complaint of this type that we have received.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the zest q mask leaked and allegedly caused a blister near the patient's eye. The healthcare facility also informed us that the blister has caused injury to the patient's eye.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the zest q mask leaked and allegedly caused a blister near the patient's eye. The healthcare facility also informed us that the blister has caused injury to the patient's eye.